Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records thermal results, all met product release criteria. Consumer alleges burn from wrap. The cause of alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6)-year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (lot #: l30381, expiration date: dec2017) on (B)(6) 2015 at approximately 08:00 a.m. Until approximately 12:00 a.m. Of the same day for menstrual pain. Relevant medical history and concomitant medications were none. Thermacare heatwrap was administered for the first time. The patient developed burn with burn blisters despite proper use on (B)(6) 2015. After administration of thermacare menstrual for approximately 4 hours, the patient developed severe redness including pain and creation of burn blisters. Her family doctor diagnosed a second degree burn on (B)(6) 2015. Lab data included blood count with crp of 1.2 on an unspecified date. The wound area showed signs of inflammation. The seriousness criterion intervention required was reported. Action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures taken included flammazine and wound dressing. No surgical treatment was necessary. Cicatrization could not be excluded. On (B)(6) 2015, the event was improved but not completely recovered. A causal relationship was assessed as certain. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(4) 2015): new information received from the same contactable pharmacist included: patient's age, lab data, product data (lot # and expiration date, start date, indication), reaction data (additional events of severe redness and inflammation) onset date, outcome, seriousness criteria, treatment and causality). Follow up ((B)(4) 2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. New information received included the pcom investigational results. Case closed. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events burn blister and inflammation as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is assessed as associated with the device use. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister and inflammation as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is assessed as associated with the device use. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blister [burns second degree] case description: this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified for an unspecified indication. Relevant medical history and concomitant medications were not reported. The consumer experienced burn blister on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn including blisters/second degree burn [burns second degree]. The wound area showed signs of an inflammation [inflammation]. Severe redness including pain [erythema]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual), (lot # l303811/09, expiration date dec2017) on (B)(6) 2015 at approximately 08:00 a.m. Until approximately 12:00 a.m. Of the same day for menstrual pain. Relevant medical history and concomitant medications were none. Thermacare heatwrap was administered for the first time. The patient developed burn with burn blisters despite proper use on (b)(46 2015. After administration of thermacare menstrual for approximately 4 hours the patient developed a severe redness including pain and creation of burn blisters. Her family doctor diagnosed a second degree burn on (B)(6) 2015. Lab data included blood count with crp of 1.2 on an unspecified date. It was treated with flamazine and wound dressing. The wound area showed signs of an inflammation. The seriousness criterion intervention required was reported. The action taken in response to the event for thermacare heatwrap was unknown. No surgical treatment was necessary. Cicatrization could not be excluded. On (B)(6) 2015, the event was improved but not completely recovered. A causal relationship was assessed as certain. Additional information has been requested and will be provided as it becomes available. Follow-up (01oct2015): new information received from the same contactable pharmacist included: patient's age, lab data, product data (lot # and expiration date, start date, indication), reaction data (additional events of severe redness and inflammation) onset date, outcome, seriousness criteria, treatment and causality). Company clinical evaluation comment based on the information provided, the events burn blister and inflammation as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister and inflammation as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability.